Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and was investigated to confirm the partial sheath splitting. The device handle was opened and identified a broken pusher block. An expanded investigation was conducted, which included a query of the complaint handling database. The query confirmed no other complaints have been received from this lot for sheath splitting issues. Based on a related records review, this event is possibly related to manufacturing. Further assessment of this issue per site operating procedures is being performed. The performance of these devices will continue to be monitored.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6fr sheath after a percutaneous transluminal angioplasty (pta) procedure. Reportedly, the sheath of the starclose se device carved and was only partially split. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.